Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a rewind anomaly. The customer¿s blood glucose level was unknown. The customer stated that they had strange noise during rewind (metal noise) and when pump was shaken, can hear some components moving. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The insulin pump was able to properly rewind and there was no rewind anomaly during testing.